Manufacturer narrative:
The sample was collected in a plastic bd serum tube with a gel separator. The customer centrifuges samples at 3,200 rpm. All three levels of hyb-psa qc were within the customer's established ranges prior to and after the event. A routine system check performed on (B)(4) 2010 passed within instrument specifications. A carryover test and correlation study generated results within instrument specifications. The customer sent sample to customer product line support (cpl) for additional testing. Cpls was able to identify a heterophile interferent in the patient's sample. Therefore, a patient source interferent is the root cause of this event. Service was not dispatched for this event as the customer is not questioning instrument performance at this time.

Event description:
A customer contacted beckman coulter inc., (bci) regarding higher than expected, reproducible hybritech prostate specific antigen (hyb-psa) results generated by the unicel dxi 800 access immunoassay system for one patient. The results were reported out of the lab. Subsequent testing on an alternate methodology produced lower results which better matched the patient's clinical presentation. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.